Manufacturer narrative:
Report is for an unknown stardrive screwdriver/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes legal representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that on (B)(6) 2016, the patient had a revision due to a broken tomofix left tibia plate. During the revision, the surgeon had removed 2 screws, and then noticed that the star drive screwdriver was not moving and was broken. The surgical delay is unknown. The procedure outcome was incomplete. Patient status is unknown. This report is for an unknown stardrive screwdriver. This is report 1 of 1 for (B)(4) and captures the intraoperative event. The revision surgery and the broken plate are captured under (B)(4).